Manufacturer narrative:
The subject unit was inspected by (B)(4) on (B)(6) 2014. No malfunctions were detected and the incident could not be duplicated. The cause of the reported incident could not be determined.

Event description:
Customer advised (B)(4) on (B)(6) 2014 that while loading a patient into the ambulance the stretcher lowered from the current position. This resulted in a reported injury to the paramedic. Details of the injury or any medical intervention were not disclosed.